Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Tandem technical support educated the customer in occlusions. Additionally, it was reported the customer experienced a blood glucose (bg) level of 600mg/dl due to an unknown cause. Water was consumed to address bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.